Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt stated the pump rebooted without user intervention. She says it started occurring (B)(6) prior to contacting animas and has occurred three times. There were no cracks around the battery compartment or damage to the battery compartment threading. The battery cap secured without difficulty. The pt changed the battery and the problem recurred after changing the battery. The pt denied any adverse event.